Manufacturer narrative:
The reported event of insertion difficulty and skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During transseptal puncture, insertion difficulty was noted passing the needle with the stylet through the sheath. The device was removed and inspected and "grooves" were identified in the dilator. The sheath was replaced and the procedure was completed with no patient consequences.